Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was working above his head with a wire at the time of the shock. The sensing vector at the time of the shock was set to the secondary sensing vector. During office testing, there was no noise in the primary sensing vector. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.